Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that her alarm showed 99 mg/dl in the middle of the night, while her blood glucose was 37 mg/dl. The customer also had blood glucose of 265 mg/dl and sensor glucose of 129 mg/dl. The customer also mentioned bent cannulas. Customer will not return the pump for analysis.